Manufacturer narrative:
Non-resorbable material left in the body. (B)(4): other, the involved device not returned for evaluation. Therefore, the investigation was conducted based on a review of information provided by user facility and manufacturing quality records. Results: is based upon evaluation of user facility information. Conclusions: is based upon evaluation of user facility information. Follow-up communication with the user facility confirmed: patient remained stable post procedure; patient underwent another coronary catheterization that confirmed "everything was fine" (i.e. Ivus showed large calcium build up in the lad and a widely patent left main); patient showed no signs of stress and tolerated the procedure well; the detached piece of guidewire shows no signs of causing "ill effects and is not causing the patient any harm." A review of the complaint files confirmed that this lot number has not been reported previously. Although, the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a guidewire defect or malfunction. The event description is consistent with damage to the guidewire due to manipulation against a hard, rough or sharp surface, such as the metal struts of the stent. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use by statements including: "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire" and "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.(B)(4).

Event description:
The user facility reported that a portion of the guidewire was sheared off during a coronary catheterization procedure. The following information was provided by the user facility: after deploying a stent and while attempting removal of the guidewire during a pci to lad and diagonal vessels, the physician "encountered resistance;" imaging indicated that the device appeared to be "snagged on the proximal edge of the stent strut;" after "some manipulation," the physician removed the guidewire, then noted that the distal 5-mm of the guidewire had detached and "plugged in some plaque in the left main;" the detached material was left unretrieved and another stent was placed to compress & hold the material against the vessel wall; following the procedure, the patient monitored for 2-days and confirmed to be "stable."